Event description:
Procedure: roux-en-y. According to the rptr: staples did not form properly. Staples fell into the cavity but all were retrieved. A new handle and load were opened. Surgeon also oversewed all staple lines. Delay in operating room approx 30 minutes.

Manufacturer narrative:
(B)(4)